Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device passed self-inspection, but there was sparking between the handle and the base, which happened when the electrode plate contacted the base (spark phenomenon). The customer confirmed rse that the device need not to be repaired. Based on the information available and the testing conducted, the cause of the reported problem was due to contact between electrode plate and base. The reported problem was confirmed.

Event description:
It was reported to philips that the paddle sparked. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device passed self-inspection, but there was sparking between the handle and the base, which happened when the electrode plate contacted the base (spark phenomenon). The customer confirmed rse that the device need not to be repaired. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was not confirmed.